Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) examined the system remotely and confirmed the reported malfunction. After reviewing the log, it indicates a malfunction in the host pc. The customer powered on the pc from the m cabinet, and the rse confirmed it was functional for clinical use. Due to the host pc not receiving an on signal normally, the fse recommended a paid replacement. To resolve the problem, the customer was managing the issue by manually powering on the pc. After turning on the pc directly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.